Manufacturer narrative:
(B)(4). Above rated burst pressure (rbp). It was not possible to perform a thorough analysis on the product because it was not returned to abbott vascular for investigation. There were no reported device malfunctions or product deficiencies. The reported patient effect of dissection of the coronary artery is listed in the xience v, everolimus eluting coronary stent system international, ce, instructions for use (IFU) as a known patient effect of coronary stenting procedures. It was reported the 3.5x28mm xience v stent implant was deployed at 18 atmospheres (atm), which is above the rated burst pressure (rbp). It should be noted that the IFU states: do not exceed rated burst pressure as indicated on product label. Balloon pressures should be monitored during inflation. Use of pressures higher than specified on product label may result in a ruptured balloon with possible intimal damage and dissection. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat a 90% stenosed, mildly calcified lesion in the heavily tortuous mid right coronary artery (rca). Pre-dilatation was performed using an unspecified 2.0x10mm balloon dilatation catheter (bdc). The 3.5x28mm xience v stent implant was deployed at 18 atmospheres (atm), which is above rated burst pressure (rbp) of 16atm. A vessel dissection was noted, which was treated with deployment of a 3.5x15mm xience v stent implant. There was no reported clinically significant delay in the procedure. There was no additional information provided.